Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a forty-nine-year-old male patient with cardiogenic shock was transported by air and had an impella cp device placed successfully. After arrival in the intensive care unit, the patient began vomiting and moving, and a hematoma developed at the insertion site. A urinary catheter was placed, and although urine output was adequate, the urine appeared pink or red; the physician attributed this to a traumatic catheter insertion rather than hemolysis. Vasoactive medications were initiated for support. The patient remained on impella support for two additional days without further issues, was extubated, gradually weaned, and was later explanted at the bedside with manual pressure applied for hemostasis.

Manufacturer narrative:
On march 11, 2026 abiomed became aware that the incorrect device associated with this event was erroneously submitted with the initial report. This report has been updated with the correct device information. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section h codes have been updated based on additional information. This report reflects the most up to date coding.